Event description:
Pt received pre-op right femoral nerve block by anesthesia. An infusion catheter was to be placed upon completion of injection of local anesthetic. The anesthesia resident and the anesthesiologist were unable to advance the catheter at the injection site. When the needle and catheter were removed, the tip of the catheter was not intact. The tip was removed by a surgical excision of the retained fragment under fluoroscopy. The fragment was removed in the o.r.